Manufacturer narrative:
(B)(4). The incident sample has been requested, but to date has not been received for eval. If the sample is received, or if additional info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that while in use during a left knee arthroscopy procedure, the tip fell off and fell into the pt cavity. The tip was retrieved and there was no pt injury.